Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. Dried body fluid was found on the handle, main shaft and distal end. Dried saline was found on distal end and inside several irrigation ports. Me2 collar had a crack filled with body fluid. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Lumen pressure decay values were 0.0997, 0.0816 and 0.0707 psi, which were below the maximum acceptable limit of 0.30 psi. X-ray found no anomalies.

Event description:
Reportable based on device analysis completed on 14feb2020. It was reported that the catheter noise occurred. During an ablation procedure for atrial fibrillation, once inserted into the chamber the intellanav mifi open-irrigated ablation catheter showed some noise on the proximal signal. The distal signals were fine. The catheter cable was exchanged, but the issue persisted. A different catheter was then used. The procedure was completed successfully, and there were no serious injuries or adverse patient effects. Device analysis revealed evidence of fluid ingress.